Event description:
The customer reported that the device failed the therapy delivery test. There was no patient involvement.

Event description:
The customer reported that the device failed the therapy delivery test. There was no patient involvement.